Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n302101, implanted: (B)(6) 2012. Product type: accessory: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had several denied bolus requests on the personal therapy manager (ptm). The patient kept trying to get a bolus, but rarely got them and was in pain. The hcp interrogated the device and it showed over 800 bolus attempts, with very few successful bolus administrations. On another interrogation, it showed that the patient had tried it over 600 times, with just a few bolus attempts being successful. It was then noted that the patient had a lot of swelling at pocket site for the 4-6 weeks leading up to (B)(6) 2012. At that time, the patient was wearing garment support for the pump, per the suggestion of the hcp. The patient had been seeing the hcp every 4 weeks to check the system up to (B)(6) 2012. On one occasion, the patient indicated getting an increase in dosage. It was later reported that the patient was seen on (B)(6) 2013 for seroma which was drained, and then a subsequent pocket revision took place on (B)(6) 2013. The pump was functioning without problems, as was the ptm device as of the date of report. The outcome of the event was resolved without sequelae. The device was used to deliver morphine.